Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed ¿completed¿ while approximately 60 ml of fluid remained in the infusion bag. The pump indicated a remaining reservoir volume of 0 ml despite the residual volume. The air detector and upstream sensor were both off. The infusion duration was 46 hours, and the extension tubing had been manually primed rather than primed using the pump. The event occurred while in use at the patient¿s home, and there was no patient injury.